Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The lesion was located in a 40-50% segment of the distal posterior descending artery. The 2.25x12mm taxus express2 atom drug eluting stent (des) was unable to cross a previously placed stent and was frayed at the tip of the stent. No pt complications were reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.